Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4568-53 implantable pacing lead (B)(6) 1998; sedr01 pacemaker (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary- the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on a lead was beyond the expected lower range.

Event description:
During a routine generator change, the right atrial (ra) lead impedance dropped from 557 ohms to less than 200 ohms and there was insulation damage. It was also reported that the right ventricular (rv) lead impedance dropped from 650 ohms to a minimum of 299 ohms. The physician was concerned about continued degradation, and that the impedance drop was more than the accepted maximum of 20%, possibly indicating an insulation problem. Rather than having to revise the lead in the near future, the physician decided to replace the lead prophylactically. The ra and the rv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.